Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. It had a damaged dso seal and scratched lens. Visual test was performed. Functional test couldn't be fully performed due to a custom security key. Ehl was downloaded and inspected. Pump was tested for flow accuracy and passed. The damaged dso seal was confirmed by visual inspection. However, the customer's report of "device was for repair" could not be replicated, and the root cause was not determined. The dso seal and lens were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device needed repair. There was no patient involvement and no patient harm/adverse event reported.